Manufacturer narrative:
No testing could be performed as the reagent lot 50561li00 is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing records did not identify any occurrences that may have contributed or caused the customer's observation. This assay lot is performing acceptably. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. The abbott prism analyzer serial number (B)(4) service history was reviewed and did not identify any issues that may have caused or contributed to the current customer issue. The analyzer is performing acceptably. No testing could be performed as the reagent lot 20619li00 has expired. No customer returns were available for this investigation. Normal complaint activities were identified for lot number 20619li00. An update of the tracking and trending report review determined that there are no related adverse or non-statistical trends. A review was conducted for non-conformances and deviations associated with the affected reagent lot. This review resulted in no occurrences that could be linked to the complaint observation. The abbott prism hcv assay package insert contains information to address the customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4).

Event description:
On 27 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the architect anti-hcv assay ((B)(6)), the architect hcv core ag assay and with the innotest anti-hcv assay ((B)(6)). Immunoblot test results were (B)(6). No blood products were distributed from this donor. (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2013 and generated (B)(6) results with the prism hcv assay (lot 20619li00) and with the nat methodology. The sample was retested on the cobas platform on (B)(6) 2016 and generated a (B)(6) result of (B)(6). Confirmatory testing was performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Any blood products distributed from this donation were not specified. There is no information provided on the donor or any recipient of the blood product from this donation. (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2012 and generated (B)(6) results with the prism hcv assay (lot not specified) and with the nat methodology. The sample was retested on the cobas platform on (B)(6) 2016 and generated a (B)(6) result of (B)(6). Confirmatory testing was performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Any blood products distributed from this donation were not specified. There is no information provided on the donor or any recipient of the blood product from this donation. (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2012 and generated (B)(6) results with the prism hcv assay (lot not specified) and with the nat methodology. The sample was retested on the cobas platform on (B)(6) 2016 and generated a (B)(6). Confirmatory testing was performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Any blood products distributed from this donation were not specified. There is no information provided on the donor or any recipient of the blood product from this donation. (B)(6) pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2011 and generated (B)(6) results with the prism hcv assay(lot not specified) and with the nat methodology. The sample was retested on the cobas platform on (B)(6) 2016 and generated a (B)(6) result of (B)(6). Confirmatory testing was performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Any blood products distributed from this donation were not specified. There is no information provided on the donor or any recipient of the blood product from this donation.